Event description:
It was reported that during a laparoscopic nephro uterectomy procedure, the tissue pad fell off into the patient. The tissue pad was retrieved thru a trocar. A second device was opened and the same thing occurred and the tissue pad was retrieved thru the trocar. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: devices a and b were returned with the tissue pads missing. As the tissue pads were not returned, further evaluation could not be performed. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, a corrective and preventive action has been initiated to address this issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.